Event description:
The nurse reported low suction during fragmentation. Multiple attempts were made for more information on the event and pt status with no response to date. The pt impact is unk.

Manufacturer narrative:
The company service rep examined the system and could not duplicate the problem reported. The system was then tested and met all product specifications. (B)(4).